Event description:
Sonicision being used during total laproscopic hysterectomy, bilateral salpingectomy. Surgeon removed instrument from patient to give to scrub tech to clean tip. Scub tech wiped tip of instrument off and tip broke off instrument.